Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 53 mg/dl. Customer also reported change sensor alert, bent sensor, difference between sensor glucose and blood glucose values, calibration not accepted alert. Customer was treated with carb intake. The event involved product(s) mmt-1884, mmt-342 , mmt-7040a, mmt-442ag. Troubleshooting was partially performed. Customer reported blood glucose value of 73 mg/dl and sensor glucose value was 230 mg/dl. The difference between sensor glucose and blood glucose value was not within the target range. It was unknown whether customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884, mmt-342, mmt-7040a, mmt-442ag.